Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port began smoking and overheating when the pump was plugged into a computer to charge. Customer removed the pump from the computer and observed ¿scorch marks¿ on the usb port. Due to the reported issue the pump was no longer able to charge. Customer¿s blood glucose level was 190 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.